Manufacturer narrative:
A fractured certain® ucla castable non-hexed cylinders 4.1mm(d) w/large dia. Ti screw (item # iunab2t) was returned for investigation. Visual inspection of the as returned products identified the both the screws had fractured across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 3 and 17 and were used for approximately 5 months. DHR review was completed for the subject lot number (1180187). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1180187) for similar event and one other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (iunab2t). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report; d4: unique identifier (UDI) number; d4: expiration date; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: device evaluated by manufcaturer; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A fractured certain® ucla castable non-hexed cylinders 4.1mm(d) w/large dia. Ti screw (item # iunab2t) was returned for investigation. Visual inspection of the as returned products identified the both the screws had fractured across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 3 and was used for approximately 5 months. DHR review was completed for the subject lot number (1180187). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1180187) for similar event and one other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (iunab2t). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: g7: checked "follow-up"; h2: checked follow-up type. The following sections have been corrected: h10: manufacturer narrative: tooth location #3.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter email address, fax number: not provided.

Event description:
It was reported that screw (iunab2t) fractured within the implant at tooth location 3. Fractured screw piece was removed and implant remains implanted.